Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Author information: cowger, j. A., molina, e., deng, l., kanwar, m., shah, p., cogswell, r., gosev, I., cantor, r. S., dardas, t. F., kirklin, j. K., rogers, j. G., cleveland, j. C., sandau, k. E., mcilvennan, c. K., kaczorowski, d., estep, j. D., & pagani, f. D. (2024). Defining optimal left ventricular assist device short-term outcomes may provide insight into programmatic quality assessment. The journal of heart and lung transplantation, 43(11), 1777¿1787. Https://doi.org/10.1016/j.healun.2024.08.006. Henry ford heart and vascular institute, detroit, michigan. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 devices and the reported patient outcomes could not be conclusively determined through this evaluation. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. The IFU lists device malfunctions as potential events that may be associated with the use of the heartmate 3 lvas. The heartmate 3 IFU and patient handbook also instructs the user to call their hospital contact if they think, for any reason, that any portion of the equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿defining optimal left ventricular assist device short-term outcomes may provide insight into programmatic quality assessment¿ that heartmate 3 (hm3) may be associated with severe tricuspid regurgitation, right heart failure (rhf), reoperation for infection/bleeding, stroke, prolonged respiratory failure, prolonged/permanent postoperative dialysis, urgent transplantation for device malfunction, non-recovery cessation of support, device exchange for malfunction, and death. The article aimed to gain a better understanding of the determinants of optimal short-term (180 days) outcomes for patients on continuous-flow durable left ventricular assist device (dlvad) support. This was a retrospective cohort analysis of adult patients (age =19 years) undergoing primary continuous-flow magnetically levitated dlvad implant (heartmate 3, abbott, abbott parkway, il) from 01jan2017 through 31jan2024 in sts intermacs. Follow-up ended on 31jan2024. 1,294 patients had severe tricuspid regurgitation. The highest hazard for mortality after lvad was in the first 6 months following implant. At 180 days post-implant, 13.6% of patients exhibited rhf, 7.3% required reoperation for infection/bleeding, 5.4% had stroke, 6.4% had prolonged respiratory failure, 9.9% passed away, 1.0% required dialysis, 0.4% required device explanation, and 0.3% had cessation of support. Of the 706 patients with a stroke, mortality at 180 days was 41.1%. Patients with prolonged respiratory failure and/or need for prolonged/permanent postoperative dialysis had 40.0% and 41.5% mortalities, respectively, at 180 days, which were approximately 4 to 5 times that of patients without complications. The need for reoperation for bleeding/infection was associated with a mortality of 18.4%. 57 patients underwent device exchange. Among the entire cohort, 69.5% (n = 9,138) of patients had an optimal outcome (alive with no aes at 180 days), 20.3% were alive with one or more aes by 180 days (a score of 1-12.5), 7.7% of patients had a mortality end-point with no tallied aes (score of 13.0), and 2.5% had a mortality end-point with one or more aes contributing to mortality. At 180 days, 11,808 (89.8%) patients were alive and on device support, and 1,340 (10.2%) patients met a mortality end-point. Included in the mortality-defined end-point were 1,296 deaths, 2 urgent transplants due to device malfunction, and 42 patients who underwent nonrecovery cessation of support (e.g., hospice/withdrawal of care).